Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified nor the root cause of it remaining in the subject device. The event can be detected/prevented by following the inspection method in ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ of the instructions for use: " inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the suction function: 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for evaluation and repair of a clogged suction channel prevent the cleaning brush from going through during reprocessing. There is no patient involvement. Upon evaluation of the returned device, it was observed that there was presence of foreign material in the suction tube in the universal cord causing a clogging. Due to clogging of suction tube of universal cord, the tube cleaning brush cannot be inserted. The foreign material could exit the channel. This is attributed to failure to clean adequately. This medwatch is being submitted for the presence of foreign material found in the suction channel and found to be exiting the suction channel during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The facility performs inspections of devices prior to use in a procedure. Reprocessing is done by pre-cleaning and disinfection in an automatic endoscopy reprocessor. The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that there was presence of foreign material in the suction tube of the universal cord causing a clogging. Due to clogging of suction tube of universal cord, the tube cleaning brush cannot be inserted. The foreign material could exit the channel. This is attributed to failure to clean adequately. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; suction cylinder is shaved; connecting tube has a scratch and a wrinkle; forceps channel is shaved; control unit has discoloration; and scope cover unit, scope connector, protector of universal cord, universal cord, grip, scope cover, switch box, switch (sw) sw1, forceps elevator knob, forceps elevator lever, up/down knob, right/left knob, control unit have a scratch. The user¿s complaint of clogged suction channel prevent the cleaning brush from going through was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.